Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. System went into standalone mode right after 2d acquisition attempt with handswitch. Replaced image acquisition system (ias) computer with red power switching board. Replaced system board. System checkout performed. A software investigation was also completed. This investigation determined that the reported issue was not a malfunction of the software, but of the hardware referenced in the on-site troubleshooting. The reported malfunction was confirmed to have been caused by the ias computer. The computer has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system entered stand alone mode. It was reported that the system took 10-15 minutes to boot up initially. When the user attempted to acquire a 2d image with the handswitch, the system entered stand alone mode and could not be used. The system was rebooted, and reportedly became unresponsive and displayed the message "initializing, please wait". The system was then rebooted a second time. The system booted successfully booted up over the course of 10 minutes and was then fully functional. The procedure was completed successfully with the use of the imaging system after a delay of approximately 20 minutes. The patient was not impacted.